Event description:
It was reported that the patient had a normal battery replacement and impedance was within normal limits at the time of implant. A week later when they had their follow-up high impedance was seen and system diagnostics wouldn't run unless the current was dropped from 2 to 0.25 ma. No trauma or manipulation was reported. Later the patient underwent a full revision due to the high impedance seen. The lead reportedly was found to have a crack upon inspection by the surgeon. The crack was further assessed to be in the plastic covering at the junction of the lead pin and the serial number tag. The serial number had come out of the sheath. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis completed testing of the suspect device.

Event description:
The suspect device was received into product analysis. The device is currently undergoing testing. No other relevant information has been received to date.